Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Leur hub obstruction-in patient with loss of microcatheter cerebral target position is a known potential complication of the prowler select plus microcatheter. Loss of microcatheter target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, the physician elected to remove both devices from the patient and complete the procedure without implanting the enterprise vascular reconstruction device. The use of an intracranial stent may be employed at the physician¿s discretion to provide additional support in stabilizing the coil mass; however, it is not required in all cases and serves as a supplemental measure rather than a critical component of therapy. The absence of stent implantation does not inherently compromise the expected clinical outcome, provided that satisfactory coil placement and aneurysm occlusion were achieved. Further, there were no reports of patient harm. Based on this information, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9784489) and a prowler select plus 150/5cm (606s255x/ 31718181) were used for an endovascular embolization procedure. During the procedure, the user reported that after coil was packed and detached in the aneurysm, the stent was impeded in microcatheter hub and could not be pushed into the microcatheter; the stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the stent and microcatheter from the patient and gave up stent implantation. The procedure was completed. There was no patient injury report.